Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing on the ventricular rate/sense channel. The oversensing resulted in numerous non-sustained episodes but no inappropriate shocks. The oversensing also resulted in pacing inhibition.